Event description:
The pt performed a blood glucose test using the suspect device. A result of 128mg/dl was obtained. The pt felt lightheaded and called the ambulance. Emt's arrived and checked the pt's blood glucose on the emt's meter and the reading was 40mg/dl. The pt was transported to the hosp. The hosp treated the pt with a glucose IV and gave pt milk to drink.